Event description:
Approx three mins into pt's first hemodialysis treatment on the nxstage sys one the pt experienced a decrease in his blood pressure, 120-140 systolic to 40 systolic, and he complained of a "little more trouble breathing". Dopamine gtt was increased and norepinephrine was added; within 30-60 mins pt's blood pressure improved. A tryptase level was drawn and results indicated an allergic reaction. No other medical intervention was provided.

Manufacturer narrative:
Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warning to monitor for potential allergic reactions. Biocompatibility of device has been established. The cartridge was not returned for eval precluding further investigation. No similar reports have been received for this cartridge lot. This appears to be a random isolated event. Nxstage medical considers this report closed. No additional info will be provided.